Event description:
The user facility reports that the r6367a which is supposed to be a 12 mm distraction screw is really a 16 mm, and is therefore mislabeled. They opened an then discarded 2 screws and kept the third for eval. They had other screws on hand to use for pts.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info. Integra lifesciences corp is filing on behalf of the initial distributor j. Jamner surgical instruments.